Event description:
Provider states the unit is alarming and the sieve bed has a leak. Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds leak. Additional malfunctions were the 4-way valve not switching, pilot valve stuck, o-ring has a leak, hose clamp has leak, the muffler is dirty, power switch does not alarm and the preventative maintenance is dirty.